Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, "aiming beam went out" and "fiber became to fire from the tip" were observed. The fiber was exchanged, and the procedure was complete utilizing the second fiber. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector optical surface, segments, and tabs appear in good condition and secured probable root cause: based on the device analysis, the reported complaint "aiming beam went out / fired from the tip" was not able to be confirmed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the fiber failed at 65,474 joules and 12 minutes of use. The fiber tip (cap) was not cleaned during the procedure.